Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number: (B)(6) was received for investigation. The returned device was visually inspected, and it was noted that the warranty seal had been damaged. The most likely cause for this can be attributed to user modification due to an unauthorized repair attempt. Further visual inspection noted small cracks in the housing, particularly near the outflow door. The cause for this can be attributed to wear and tear damage incurred from repeated and extended usage in the field. Manufactured date: 2011-11. The returned device was assembled with known good ar-6410 and ar-6430 pump tubing and was tested and evaluated under normal conditions to see if the failure could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure preset, the run button was pressed to start the machine. The device was run for 60 minutes with no issues. The returned ar-6480 arthroscopy pump was observed to respond and function as intended and was not observed to stop unexpectedly during the 60-minute run time. No problem found. Pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. A clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. Pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. The device information was read, and the total run time for the device was indicated to be 43 days, 10 hours, 33 minutes.

Event description:
On (B)(6) 2025, a sales representative reported via sems-06776761 that an ar-6480 dualwave pump stopped working. This occurred mid-case no water was flowing for 5 minutes at one point. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.